Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product and sterilization history records review indicated the product met release criteria. There have been no other complaints for this lot. Investigation has been completed based on current information. (B)(4).

Event description:
A healthcare facility reported a patient experienced endophthalmitis after an intraocular lens (iol) implant surgery. The patient will need a second surgery. Additional information has been requested but none received to date.